Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, a lead diagnosis was performed and confirmed high impedances across the lead. On (B)(6) 2024 surgical intervention was undertaken wherein the lead was confirmed to be fractured. As a result, the lead was explanted and replaced to address the issue.

Event description:
It was reported the patient is experiencing ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.